Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high thresholds. Several repositioning attempts were made but high thresholds remained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.